Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was confirmed and the root cause was determined to be misassembly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stress member of an infusor leaked causing the housing to fill with fluid. It was not specified when in the process this occurred. There was patient involvement; however, no patient injury or medical intervention was reported. Additional information was requested and is not available..

Manufacturer narrative:
(B)(4). The device was returned to baxter and is in the process of being evaluated. Initial evaluation revealed the leak in the stress member column. Further examination of the device revealed that the plug was uneven at the stress member and caused the solution to leak into the column. Should additional relevant information become available, a supplemental report will be submitted.